Event description:
The event involved a spinning spiros¿ closed male luer, purple cap, where it was reported that the threaded part connected to elastomeric pumps, there was leakage of substance noted. It was mentioned that during the event it was not able to contain the infusion fluid through the luer connection part of the pump. The medication used in this event was 5-fluorouracil and fell on to patient's body. A concomitant medication was used with the chemo, morphine analgesia prescription. There was patient involvement in the event, with delay in critical therapy and an unspecified harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Manufacturer narrative:
No 011-ch20000s-pc product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.